Manufacturer narrative:
(B)(4). Returned product evaluated with no problem found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 125-150mg/dl fasting. Verified the strips expired 05/23/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 77mg/dl on (B)(6) 2015.